Event description:
It was reported that the patient presented in clinic for a high mode switch burden. The asymptomatic patient underwent a surgery on (B)(6) 2017. Upon interrogation, the pulse generator exhibited oversensing, inappropriate mode switches, p-wave amplitude variations, and output anomaly. The device was reprogrammed and resumed normal functions. Patient was reevaluated on (B)(6) 2017 and is doing fine.